Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Initial reporter and facility information corrected. Maude report # was received. Evaluation summary: proximal conductor fractured; partial lead in segments returned for analysis.

Event description:
It was reported the patient received inappropriate shocks. The lead was explanted and replaced. Additional information was subsequently received, via maude report # reporting the patient had experienced syncope and was later admitted to the hospital. Device interrogation revealed lead oversensing. No visible fracture was noted on x-ray. After lead replacement, the patient was discharged from the hospital, with no further complications reported.